Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was failed and unable to open the drawer. A field service engineer identified through the hardware test application that the locked sensor was not changing state and replaced the latch; however, retesting still showed that the locked sensor state did not change, verified all connections on the latch harness and found no faults, then replaced the remote manager controller. Upon system boot, no errors were reported in the hardware test application, launched the med application and verified that users were able to access it, confirmed proper operation using the hardware test application for open and close functions and verified user access and inventory count through the med application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was failed and unable to open the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.